Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide after a cerebral thrombectomy procedure on a stroke patient with a 6f sheath. Reportedly, the footplate lever was opened in step #1 with no issue; however, the plunger clicked in with no force applied by the operator. It was confirmed by the operator that the plunger had pushed into place after the movement. The plunger was removed in step #3 with the suture harvested successfully. The footplate lever was retracted completely, yet the device was stuck. The device was pushed forward and the lever opened and closed with no change. The device was manipulated to remove without success. The device was cracked open with a hemostat and the feet were retracted manually. The vessel was noted to be damaged, and excessive bleeding was observed. A femostop was used to achieve hemostasis. Additional blood was given. There was a reported clinically significant delay in the procedure and hospitalization was prolonged. Both feet were attached upon removal; however, one foot was noted to be lifted.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effects of hemorrhage and vascular tissue injury are listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. Based on the information provided, a definitive cause for the reported issues could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the device entrapment. The reported click was heard and the suture harvested successfully confirmed the needle to cuff engagement or device functioned as expected. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additionally, eleven sterile/unused devices with lot # 4022641 were returned and five were successfully tested with no anomalies noted. As such, there is no indication of a product quality issue. Additional information: d4 model # added. Corrections: d1 brand name updated. D2a common device name updated. D3 name updated. D3 address, city, postal code updated.